Manufacturer narrative:
Additional information: g3, h3, h6. Based on visual inspection and analysis of the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to user-applied excessive force causing friction and heat generation and misaligned insertion and/or prying/leveraging against the device during use causing the drill to come loose from the drill guide and getting stuck.

Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that for an ar-3671ds, fibertak® biceps disposables kit, while preparing drill tunnel for the anchors, the fibertak biceps drill (ar-3671ds) came loose from the blue plastic of the drill guide. It appeared that the drill was spinning freely inside the drill guide and 'melted' off from the plastic. Please find photos attached. The drill was then stuck inside the metal part of the drill guide and therefore they were unable to use the (already opened) anchors to insert through the guide. They did not have a spare drill guide (ar-3671ds) and therefore the 2x open anchors, ar-3671, fibertak® biceps implant were unable to be used. This was detected during use in a r sub pect biceps tenodesis procedure on (B)(6) 2025. The procedure was completed successfully as the surgeon was able to use a pect button to secure the tenodesis instead (ar-2267 with 3.7 drill pin ar-2272). All incidences occurred outside the joint. All fragments removed and discarded by the facility. On (B)(6) 2025 - the complaint initiator replied that the plastic part broke off and spun inside the drill while attempting to use the drill, in surgical field. Other then the tooling issue to prep the surgical site, ar-3671 were unable to be used without ar-3671ds. On (B)(6) 2025 - the complaint initiator clarified regarding the "melting" that it looked like it had melted as though the friction had caused it to spin away from the plastic handle. The surgeon was drilling the bone tunnel for the anchors when the issue happened.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.